Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 826284-not valid, 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included hypertension and dysfunctional uterine bleeding. Concomitant products included atorvastatin, escitalopram oxalate, ibuprofen, lisinopril and oxycodone. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis.") And abdominal adhesions ("bowel adhesions"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and hyst. (Full),salping. (Bilateral),oophorectomy (bilateral).). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy- (B)(6)2009, (B)(6)2008 removal date discrepancy- (B)(6)2009, (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number (826284) is not valid. Lot number: 626284 manufacturing date: 2007/12 expiration date: 2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: update of information (batch is not valid). On 30-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 826284, 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included hypertension and dysfunctional uterine bleeding. Concomitant products included atorvastatin, escitalopram oxalate, ibuprofen, lisinopril and oxycodone. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis.") And abdominal adhesions ("bowel adhesions"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and hyst. (Full),salping. (Bilateral),oophorectomy (bilateral).). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2009, (B)(6) 2008. Removal date discrepancy- (B)(6) 2009, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received. Reporter information updated. Lot number added. New events: abnormal bleeding (vaginal), dysmenorrhea (cramping), endometriosis, bowel adhesions were added. Medical history, lab data and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral),oophorectomy (bilateral). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos deleted and new events pain: chronic and menorrhagia (heavy menstrual bleeding) added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.